Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered due to high impedance on the right ventricular (rv) coil portion of the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.